Event description:
The information provided to sjm indicated a pt with a biocor pericardial valve since 2008 fell 3-4 meters and sustained broken ribs. Shortly after, the pt became symptomatic with shortness of breath and pulmonary edema. Transthoracic echo indicated a torn leaflet near one of the stent posts. The valve was explanted on (B)(6) 2013. The pt was recovering following the event.